Event description:
It was reported that the patient alleges there is a lump in the device pocket. Exhaustive attempts were made for information from the field regarding resolution and healthcare facility information, but it was never received.